Manufacturer narrative:
The lens was not returned. Only the device was returned in the opened carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. All product and batch history records are quality reviewed prior to product release. A qualified viscoelastic was used. The lens is not present in the returned device. The root cause cannot be determined for the complaint of "lens did not deploy". The position of the lens and the plunger during advancement cannot be determined. The plunger has been retracted to mid-nozzle. This reasonably suggests the lens was delivered via the device. There appears to be sufficient viscoelastic in the device. A qualified viscoelastic was used. There is one other complaint in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure the lens did not unfold properly on delivery. The lens was removed from the eye and another lens was implanted instead. There was no harm to the patient.